Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Legal claim and medical records received. It is alleged that the patient suffers from pain, numbness, limited mobility, and stem loosening. Update rec'd 08/06/2014: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and. Inflammation. Update ad 18 nov 2018: there were no new allegations reported. Added sleeve because stem loosening was previously alleged. Doi: (B)(6) 2007. Dor: (B)(6) 2010, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.